Event description:
The phlebotomist called out that patient was "folded" in the commode. Patient had gotten out of bed without assistance because she "didn't want to bother anyone". Bed alarm was not activated. Patient was using bedside commode and it collapsed underneath her. Patient was assessed by rn then pa and patient was free of injury. Bedside commode had a bar that popped out of it causing it the bucket to fall through. Commode taken out of service.